Event description:
It was reported that an x-ray done 24 hours post implant, revealed a pneumothorax. A chest tube was inserted and the hospital stay was prolonged. The event was considered resolved five days post implant.